Event description:
On august 14, 2006, the lay-user/patient contacted lifescan, alleging that his one touch ultral meter was reading inaccurately high. The technical service representative (tsr) corresponded with the patient on august 17, 2006, to obtain/verify information. In 2006, the patient's nurse stopped by his home around 3:00pm. At the time, a nurse was visiting him several times a day to monitor his insulin injections and blood glucose levels using his meter. It is not known who was specifically administering the insulin injections. Since he was not answering the door, the paramedics were contacted. When they arrived, they broke a window to enter the house. They found the patient in a coma. The paramedics tested the patient using an unidentified device and got a blood glucose result of "21 mg/dl." The patient was given IV glucose and hospitalized for 1 week. During the hospitalization, the patient was treated with "novorapid" and "lantus" insulin. The patient could not remember any blood glucose results taken before he fell into a coma or when he was in the hospital. The pt also could not remember if he gave himself insulin or ate a meal prior to losing consciousness. The pt indicated that he noticed a decimal point with his readings since six month earlier. The pt just disregarded the decimal points with his readings and interpreted his results as being set to "mg/dl." At the time of concern, the patient was basing his sliding-scale insulin dosages from readings obtained from the reported meter. The nurse was visiting the patient twice a day, since he was having hypoglycemic episodes 2 to 3 times a week. During each episode, he would experience symptoms of "perspiration, trembling, and seeing white strains." The pt could not recall if he had any symptoms before the event. The nurse started testing the pt with her own meter starting in 2006, since she began to doubt the accuracy of the pt's meter. This complaint is being reported due to the following conclusion: although the reported meter was incorrectly set to "mmol/ml," the patient alleged that the meter was reading inaccurately high. The reporter claims pt was receiving insulin dosages based on the meter's readings. The patient suffered a hypoglycemic episode which ultimately required him to receive medical intervention. The details of the events preceding the episode are not clear.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.